Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device started presenting a speaker malfunction, then it rebooted on its own, and finally it would not power on. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
The actual device was returned to the philips authorized repair facility. The repair technician evaluated the device and found that the speaker was functioning as intended but presented with corrosion. The technician was not able to replicate the reported issue. The device was repaired by replacing the speaker and other parts that were found damaged and outdated. The device was updated to the latest hardware and firmware per procedures and passed functional tests. The repaired device was returned to the customer site.